Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that intra-operatively, the tulips of two mountaineer m/l screws disengaged/broke off from the screws. Additionally, the distal tips of two mountaineer mini polyaxial screwdrivers broke off from the instruments during screw insertion. All broken pieces were removed from the surgical site. As a result of the difficulties involving all four devices, the procedure was extended by two hours. The following mfg. Medwatch reports are being filed for the two screws and two mini polyaxial drivers involved in the event: 1526439-2014-11859, 1526439-2014-11860, 1526439-2014-11861, 1526439-2014-11862.

Manufacturer narrative:
The mountaineer screw has not been returned for evaluation. The lot code that was provided was found to be incorrect. As such, review of the device history record cannot be performed. A 12 month review of the complaint trend analysis for the mountaineer f/a screw family found no related complaints in regards to intra-operative tulip head dislodgement. The root cause cannot be positively determined based on the provided information and with no product available for evaluation. However, it is possible that the tulip heads were subjected to a higher than anticipated loading during insertion resulting in dislodgement. No corrective or preventative action is required as there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If the screw samples become available, the complaint will be reopened and the screw evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.